Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 25 a dual-chamber pacemaker was implanted. On pod 6, the patient experienced intermittent atrioventricular block (avb) grade iii. The patient was re-hospitalized, and due to the presence of bradycardia, beta-blockers and amiodaron were temporarily discontinued. During the subsequent inpatient course, the patient developed a bradycardia-tachycardia syndrome in the context of a pre-existing atrial fibrillation; not related to device as per the site. Therefore, given the intermittent avb iii and the manifestation of bradycardia-tachycardia syndrome in the context of atrial fibrillation, a dual-chamber pacemaker was implanted on post-operative day 25.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labelling review the complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. The device history record review was completed. Top level work order and valve work order were investigated for ncrs. This device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint events were identified. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.